Event description:
Eri was confirmed via home monitoring on (B)(6) 2025. Battery remained 67 percent on (B)(6) 2025 and it went eri in (B)(6) 2025. Device currently remains implanted. Should additional information be received, this file will be updated.